Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, 'flow rate volume is not accurate (-3ml from target volume), was not reproduced. A review of the event history log revealed an ¿upstream occlusion!¿ alarm at time 14:28 on (B)(6) 2024 and the pump continued until time 14:30. It cannot be determined if the line was assessed for or cleared of an upstream occlusion through the history log, however per ncr pr:(B)(4), if an upstream occlusion in the line is not cleared and the pump resumed, a subsequent alarm may be delayed or may not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of inaccurate flow rate volume. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.